Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump had physical damage. Customer reported the reservoir is unable to lock in place when inserted into pump and the ring is missing. The insulin pump will be returned for analysis.